Manufacturer narrative:
The pump was received with button error alarm due to corroded keypad traces. The pump had minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 31mg/dl. The customer treated with manual injection. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.